Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. On (B)(6)2024 the patient informed a nalu representative that an explant was planned due to infection. Further investigation found that the incision site for the implant had become red and inflamed and infection was suspected. No lab culture results were made available to the firm to confirm presence or type of infection. A full system explant was performed on (B)(6) 2024.

Manufacturer narrative:
The explant was performed less than 6 weeks after the initial implant. The type of infection is not available to the firm for further investigation. Infection at incision sites is a known inherent risk of invasive procedures.